Manufacturer narrative:
Follow up #1 date of submission (B)(6) 2011: the pump was returned to animas and evaluation was completed on (B)(6) 2011. Review of the pump history verifies that the pump was running on default time and date. The history does not show that the pump reverted to default time and date. The battery was taken out of the pump for two hours. When the pump was powered on it had maintained the time and date. Unrelated to the complaint the pump's battery compartment was found to be cracked. Corrosion was found in the battery compartment but when opening the pump there was no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011 it was reported that on (B)(6) 2011 the patient obtained the low blood glucose result of 61 mg/dl, and that his "sugars are going crazy". The patient did not report experiencing any symptoms of high or low blood glucose levels, and did not seek any medical attention. The patient administered self-treatment by consuming candy and soda. Troubleshooting revealed the patient had replaced the pump's battery, and the date/time had reset to the year 2004. It was not specified when the date/time had reset. Basal rates programmed into the pump were correct.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.